Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was damaged/abraded near the lead tip. Since the individual wires are coated, normal electrical characteristics were observed.

Event description:
It was reported that the ventricular lead exhibited increased threshold. The patient experienced phrenic nerve stimulation. During explant insulation damage occurred.